Event description:
It was reported that a speaker malfunction occurred. It was unknown if the device was still emitting sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who was calling in to requesting parts identification (ID) for a replacement speaker. The rse advised the biomed that we do not provide internal replacement parts for the mx40 because of its sealed enclosure. It was recommended to send the device in for bench repair. The rse provided the biomed the bench repair form for returning the device for evaluation/repair. The rse follow up with and email to the biomed attempting to confirm if the device was producing sound at the time of the event, but the customer has not responded. Several attempts have been made to reach the customer for additional information, but the customer has not responded. There is no evidence that the customer has returned or will return the device for evaluation/repair, so it is unknown how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone # (B)(6).